Manufacturer narrative:
Correction: device available for evaluation should have been chose "no', rather than 'yes". A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that a pacer-dependent patient attended a follow-up clinic visit due to an unspecified infection. The entire system, including the pacemaker, chronic right ventricular lead, and the right ventricle lead that was capped on (B)(6) 2023, along with the right atrial and left ventricular leads, were removed. The removed pacemaker was attached to the neck and linked to a new temporary right ventricular lead via the internal jugular vein. On (B)(6) 2024, both the pacemaker and the temporary right ventricular lead were removed, and a new system was put in place. The patient experienced no adverse effects.

Manufacturer narrative:
Correction: the correct event description in section b5 should have been "it was reported that a pacer-dependent patient attended a follow-up clinic visit due to an unspecified infection. The entire system, including the pacemaker, chronic right ventricular lead, and the right ventricle lead that was capped on (B)(6) 2023, along with the right atrial and left ventricular leads, were removed. The removed pacemaker was attached to the neck and linked to a new temporary right ventricular lead via the internal jugular vein. On (B)(6) 2024, both the pacemaker and the temporary right ventricular lead were removed, and a new system was put in place. The patient experienced no adverse effects" rather than "it was reported that a pacer-dependent patient attended a follow-up clinic visit due to an unspecified infection. The entire system, including the pacemaker, right ventricular leads, right atrial lead, and left ventricular lead, was removed. The removed pacemaker was attached to the neck and linked to a new temporary right ventricular lead via the internal jugular vein. On (B)(6) 2024, both the pacemaker and the temporary right ventricular lead were removed, and a new system was put in place. The patient experienced no adverse effects."

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a pacer-dependent patient attended a follow-up clinic visit due to an unspecified infection. The entire system, including the pacemaker, right ventricular leads, right atrial lead, and left ventricular lead, was removed. The removed pacemaker was attached to the neck and linked to a new temporary right ventricular lead via the internal jugular vein. On (B)(6) 2024, both the pacemaker and the temporary right ventricular lead were removed, and a new system was put in place. The patient experienced no adverse effects.